Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av balloon to treat fibrous/flexion lesion in patients left radial vein. Mild calcification was reported. Syringe was used for inflation. Device was prepped per IFU. It was reported that a veritcal balloon rupture occurred at 8atm when the balloon was expanded. As the lesion had been adequately dilated during pre-dilation, the procedure was concluded as is. No patient injury reported.